Manufacturer narrative:
No product was returned as no malfunction was alleged. No images provided to confirm the complaint. Due to lack of information, the root cause cannot be determined, however review of the reported event indicates the patient's continued pathology is most likely the root cause. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: degenerative changes or instability of segments adjacent to fused vertebral levels..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Patients with previous spinal surgery at the level(s) to be treated may have different clinical outcomes compared to those without a previous surgery..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On an unknown date a patient underwent a spinal procedure where a lumbar fusion and decompressions occurred. Post-op the patient reportedly developed degeneration of the intervertebral disc and spinal stenosis. On (B)(6) 2019 the patient underwent a revision surgery, a lateral lumbar interbody fusion, at l2/l5 and a posterior spinal fusion at t11/l1 where the original implant at right side l1/2 was removed and not replaced.